Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Heater wire was flexed away from the hot jaw but was detached at the tip of the jaw. It remained attached at the base of the jaw. No other visual defects were observed. Based on the return condition of the device and the evaluation results, the reported complaint is confirmed for the reported failure mode "bent wire."

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro device came out of the box with a wire sticking out between the jaws. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro device came out of the box with a wire sticking out between the jaws. A replacement device was used to complete the procedure.